Event description:
It was reported that the caller observed cracks in the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in august 2013. Evaluation summary: the actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection of the photograph revealed that the cap was cracked. The cause of the condition was not determined. An icar was opened to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A photograph of the device was received and will be evaluated. Should additional relevant information become available, a supplemental report will be submitted.